Event description:
It was reported that surgeon noted there was a problem with the reduction tool while trying to use it in the standard fashion.

Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report.